Event description:
The customer reported generation of erratic patient results for sodium (na) on their au480 clinical chemistry analyzer. Three (3) patient results were reported out of the laboratory. The customer repeated the patient samples and amended the corrected results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patients demographics. The customer provided the results for three (3) patients.

Manufacturer narrative:
The beckman coulter field service engineer (fse) evaluated the au480 clinical chemistry analyzer and replaced buffer syringe and buffer valves to resolve the issue. The fse rerouted the ise tubing and cleaned the buffer syringe driver. The fse performed calibration and quality control, which all passed. Analyzer resumed normal operation. Information not provided by customer. The beckman coulter internal identifier is (B)(4).